Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for obsessive compulsive disorder, movement disorders. It was reported that the last time the patient wouldn¿t allow anyone to change their settings because the last time it happened the patient became suicidal. There were no further complications reported.